Event description:
It was reported that a pt's doctor believed that the pt's leg had been injured due to use of a compression sleeve.

Manufacturer narrative:
No further info on the device was provided, and the device was not returned by the facility.